Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving a notifier. Upon interrogation it was noted that the patient had a shock which did not complete due to possible right ventricular lead problem. Device changed the vector leading to high voltage therapy .the patient was actively being monitored. Lead replacement was discussed. No further information was reported.